Event description:
It was reported that an ilet bionic pancreas became unresponsive and could not be unlocked, and a cracked screen was observed; the device firmware was current, a restart did not resolve the issue, and a replacement device was provided along with user guidance on data sync, shutdown, and return. Symptoms included no reported adverse health effects. Outcomes included continued therapy using backup methods until the replacement was received, with no medical intervention or hospitalization. Customer service provided troubleshooting and documentation review. Investigation of this case revealed physical damage to the screen consistent with a cracked display and a resultant nonresponsive touchscreen. It was concluded that the device malfunction was attributable to screen damage, and replacement resolved the issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.